Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing ineffective stimulation from his scs system. System diagnostics indicated the patient's program was auto-reducing and invalid impedances were present on the patient's lead. An sjm representative met with the patient for system reprogramming but was unable to provide effective stimulation through reprogramming. The patient will follow up with his physician to determine the next course of action to address the issue.